Event description:
It was reported that dislodgement of the atrial lead was noted during a left ventricular lead revision procedure. The atrial lead was successfully repostioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.